Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome removed more skin graft than planned. The dermatome created approximately 2.5 cm deep x 5 cm long gash on left lateral thigh. The incision was sutured by surgical team. No visual defects were noted, and air test did not indicate any slower speed function. Due diligence is complete as multiple attempts were made for additional information; however, no additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.